Event description:
Information was received indicating that a smiths medical pump was completely deprogrammed after the patient changed the batteries. There was no reported patient injury. No reported adverse events.